Manufacturer narrative:
H3. The returned pump passed all testing in the laboratory and no anomalies were identified. Analysis of the catheter identified no anomalies on microscopic inspection. The catheter was patent, and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 11.3 mg/ml at 11.5 mg/day and bupivacaine 12.3mg/ml at 11.5 mg/ml via an implanted pump for unknown indication for use. It was reported that the patient had symptom return and was stated that it was unknown if any environmental/external/patient factors that may have led or contributed to the issue. A catheter dye study was performed on (B)(6) 2023. The catheter was successfully cleared but revealed yellow-tinted csf and the healthcare provider(hcp) decided to replace the entire system. The patient reported that the reasoning for the surgical intervention was due to the pump not providing the same results as a previous pump the patient had implanted. The pump was completely explanted on (B)(6) 2023 along with a partial explant of the 8780 catheter which was still partially implanted and inactive. It was reported the hcp suspected some rotor malfunction but was unsure what t he issue with the pump and catheter was. The full system was replaced with an identical pump and catheter to resolve the issue. The pump was being sent in for diagnostic in order to find out more information. It was reported that the issue was resolved at the time of this report and patient status being "alive-no injury". Patient weight and medical history were asked but made unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-jan-2023, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.